Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices-stem catalog#:unk lot#:unk, shell catalog#:unk lot#:unk, head catalog#:unk lot#:unk, liner catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bioburden was found under the plastic tip of a locking stem inserter. The inserter was used for over two years when the plastic coating on the tip cracked and bioburden was discovered underneath.